Event description:
The hcp reported the pump was explanted after an implant duration of 21 months due to "impending battery depletion." It was replaced and returned to the MFR for analysis. A follow up report will be sent when additional info is received.